Event description:
A medtronic representative reported that while in a cranial procedure, using cranial 2.1 software, the surgeon alleged the images were flipped when proceeding into navigate. After registering, the foot switch was used to advance to navigate, prior to this the images were not flipped. The surgeon did not use the correct orientation button in the software, instead opted to discontinue navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative, following up, reported the site did not use touch-and-go and there were no fudicials used. The orientation was correct on the exam up until registration. Noted the scan was axial and looked like a very good scan. The patient archive is not available as the site deleted it off the system. Reported issue has not occurred again. Patient files not returned.